Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with near vision. The iol was exchanged for unspecified monofocal lens. Clinical reason for explant mentioned as slight hyperopic prescription following surgery. Additional information has been requested, received and stated the patient's vision was overall not clear. The iol was exchanged for another company lens. There was no patient harm.

Manufacturer narrative:
The lens was returned adhered to the end of the plunger inside a syringe. The plunger was fully advanced, pressed against the end of the syringe. Blood and solution were dried on the lens. One haptic was bent in the gusset and distal area. The other haptic was broken from the gusset area (not returned). The optic was torn (possibly cut) from edge past center. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. The attached completed questionnaire indicated the use of a handpiece that is qualified for the lens when used with a qualified cartridge combination. The associated cartridge and viscoelastic were not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company 22.0 diopter, add power +2.2 & 3.2 lens model was replaced with a non-company monofocal 22.0 diopter lens. Due to the exchange of a multifocal lens to a monofocal lens, the replacement lens may have been an improved choice for the patient¿s vision needs. No additional information has been provided at this time. The manufacturer internal reference number is:(B)(4).